Event description:
Customer called in with high blood glucose of 441 mg/dl. While attempting to troubleshoot insulin pump, customer did not have tubing clamp in order to continue troubleshooting. Clamp tubing will be sent to customer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.